Manufacturer narrative:
Continuation of medical devices: 5076-52 lead implanted: (B)(6) 2018 and 5076-45 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to an infection. Temporary pacing was utilized while the patient was treated with antibiotics and a new system was implanted on the right side of the chest at a later date. No further patient complications have been reported as a result of this event.